Event description:
According to the reporter: the customer reports that the balloon burst. A part stayed inside the patient, by the time the piece was removed. I am unsure if the broken piece of the balloon was retrieved.

Manufacturer narrative:
(B)(4).